Event description:
Per physician, surgical valve did not prematurely fail.

Manufacturer narrative:
Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Manufacturer narrative:
H10. Additional manufacturer narrative: added information to b1, b2, b5, b7, h1, h6. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. The cause of the event cannot be determined; however, patient factors and progression of underlying valvular disease likely impacted the event.

Event description:
Edwards received notification that a patient with a 29mm carpentier-edwards surgical valve implanted in mitral position underwent valve-in-valve (viv) procedure after an implant duration of approx. 11 years and 8 months due to severe valve insufficiency. The patient presented with chest pain, dizziness and syncope. A 29mm sapien 3 was planned to be implanted in replacement. As reported, the procedure went well, without any complications and the patient was recovering well at home.

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. If additional information is received a supplemental MDR will be submitted. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration and/or endocarditis. The cause of the event cannot be determined at this time. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a patient with a 29mm surgical valve implanted in mitral position was placed under consideration for a valve-in-valve (viv) procedure after an unknown implant duration for an unknown reason. As reported, the surgical valve was failing. A 29mm transcatheter valve was planned to be implanted in replacement.